Event description:
The customer reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s), who questioned the result. On the following day, the sample was repeated on the same instrument. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Following the erroneous result, quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the syringe panel and replaced the reagent 2 (r2) flush syringe tip, syringes, and the photometer lamp. The cse lubricated the syringes, verified probe alignments, and calibrated and aligned the photometer. Qcs were run, which recovered within ranges. On a subsequent visit, the cse replaced the reagent 1 (r1) transducer, r1 tubing, metering syringe and r1 valve. The r1, r2 and sample (s) probe alignments were also verified and the reagent temperature was corrected. The eco2 assay was calibrated and a precision study was performed on patient samples and the results were acceptable. Siemens further evaluated the event and concluded that instrument related factors potential contributed to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00216 on 19-aug-2024. Additional information (09-aug-2024): in addition to the service actions mentioned in the initial report, the siemens customer service engineer (cse) replaced the 405 nm and 700 nm photometer filters, sample probe and tubing, reagent 1 (r1) syringe and tubing, the flex detection sensor, the sample drain assembly, the stepper drive cable and the flex measurement cable. The other filters were cleaned, the syringes and reagent arms were aligned, and the photometer was adjusted. The cse also performed quality control and a system check, which passed. The component codes in section h6 were added to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.